Event description:
It was reported that the ilet pump touchscreen exhibited delamination on the user¿s first day of use, while blood glucose levels remained unaffected and no alerts or alarms were reported. Symptoms included no clinical effects. Outcomes included no impact to health. Investigation included intake of the report, collection of the device, and product evaluation. Investigation of the returned device revealed a hardware cosmetic/physical defect localized to the touchscreen, consistent with screen delamination, with no functional impact on insulin delivery or system performance. It was concluded, based on evaluation and previously established findings for similar reports, that the cause was a component-level manufacturing or materials issue affecting the display assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.